Event description:
It was reported that the insulin pump alarmed no delivery while the customer had been sleeping. The customer stated that the alarm had been occurring for the last several months. He did not know the blood glucose reading. He reported that he had already tried all remedies and did not wish to troubleshoot the issue. He stated that he had been having the same issue for the past 7 months and that it seemed to be getting worse. He had already attempted to rotate the insertion sites, and he stated that insulin did exit the tubing during a fixed prime. Insulin also exited with a manual plunger push. He believed that the issue was related to the insulin pump. The most recent blood glucose reading was 216 mg/dl, and the customer treated with a manual injection. The caller was advised that the device be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.